Event description:
Additional information reported there was a lead integrity issue.

Event description:
It was reported the lead had high impedances. It was stated it was a new lead out of the box and the high impedances were noted when the lead was hooked into the new extensions. Lead was discarded and replaced with a new lead with normal impedances. The patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the lead revealed no anomaly. Analysis of the two boot accessories also revealed no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).